Event description:
Per the clinic, the patient experienced feedback and retention issue. Reprogramming and hardware exchange attempts were made; however, the issue could not be resolved. In addition, it was reported that the patient has a job that prohibits the patient from wearing the device at work. Subsequently, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.